Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. However the device was received with stuck in the motor error alarm loop during bolus delivery. Spi to motor pic communication error alarm was not verified due to motor error alarms. The device was received with normal operating currents. The device passed the self-test and off no power test, and no low battery alerts noted. The device had cracked case at the display window corners, minor scratches on the lcd window and on the reservoir tube window, cracked belt clip slot, cracked battery tube threads, and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced an a-39 alarm and an off/no power alert. The customer states that this is the second occurence where they did not receive a low battery alert prior to the off/no power alert. The customer's blood glucose was 309 mg/dl. The insulin pump will not rewind. The insulin pump will be replaced. Nothing further reported.